Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front shell was noted. Dose dial indicator has a chip on it. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. During visual inspection, the inpen tick mark does not align in the gage window when dialing to desirable doses. Dose dial indicator has a chip on it. Inpen passed front cap investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damaged inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and the device was returned for analysis.